Manufacturer narrative:
The buttons on the insulin pump had intermittent button response due to flattened dome switch. The insulin pump also had had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 140 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.